Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
There are two manufacture dates: (B)(6) 2006 (serial# (B)(6)) (B)(6) 2006 (serial# (B)(6)). Getinge became aware of an issue with hanaulux 3000 surgical light. The paint was peeling off the headlight's cover, the rust appeared on the headlight¿s cover and the handle cracked leading to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or plastic particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the replacement of defective parts was offered to the customer, it is pending the customer¿s approval. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence the device was, or was not, being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse. The subject matter experts at the manufacturer who investigated the issue found that the age of the light head (more than 15 years) combined with shocks or mechanical stresses, in abnormal conditions of use, during the handling, are the most probable root causes. These damages do not correspond to a deficiency of the device. The stagnation of cleaning agent residues probably caused paint damages and appearance of rust. To prevent any incident, the hlx3000 user manual 0132102 (rev. 2g, pages 19-20) mentions instructions concerning cleaning and disinfection, recommended and prohibited products. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions avoiding high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The hlx3000 user manual 0132102 (rev. 2g page 22) mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th june, 2021 getinge became aware of an issue with hanaulux 3000 surgical light. The paint was peeling off the headlight's cover and the handle cracked leading to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or plastic particles falling off into sterile field or during procedure may cause contamination.